Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported that the customer received emergency medical assistance due to a low blood glucose of 20 mg/dl on (B)(6) 2020. The customer was treated with a glucagon pen and was hospitalized. The customer reported having cramps and then gave himself 10 units of insulin but is not sure why. The caller reported the customer did not recall giving himself the insulin. The caller reports the customer is older and does not remember a lot sometimes. The caller states she is unsure if the customer will be able to work the insulin pump on his own. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08725 inches. Device uploaded properly using care link. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).